Event description:
Reporter had needle disengage from syringe during injection causing collagen material to get on pt. There was no injury to pt. Event is being reported due to the possibility of injury should event recur.